Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation/correction: the pump has been returned and evaluated by product analysis on 12/04/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/02/2014. A review of the pump black box data revealed multiple pump reboots, as well as several cs 078 and cs 064 call service alarms for motor errors. During testing, the pump powered on with the returned battery cap; however, the coin slot on the top of the battery cap was damaged. The power issue complaint was not duplicated. The pump emitted a cs 078 call service alarm that could not be cleared during an attempted rewind step. The pump case was removed, and no evidence of moisture ingress was found; however, the motor flex connector was not properly latched. Further testing of the power issue could not be completed due to the recurring alarm.